Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self test. No button error alarm noted upon testing. Device received with high sleep current and unexpected battery power loss due to corroded electronic assemblies. No pump error 23, pump error 49, or pump error 68 noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm and multiple insulin pump error alarm. The customer¿s blood glucose level was 354 mg/dl. Customer stated they did press a button down for 3 minutes or longer. Customer stated that the right arrow to unlock the insulin pump and the right arrow was not working. Customer stated they were not able to clear the alarm. Customer was not able to troubleshoot for the insulin pump error alarms because they got the stuck button alarm. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.